Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the phenomenon was the defective main board. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that during a laparoscopy procedure, the high flow insufflation unit malfunctioned. The intended procedure was completed with the same device. Upon inspection and testing of the customer returned device, it was observed that the cr board failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus hamburg for evaluation. The evaluation uncovered an excessive pressure sensor when inflated due to cr board failure. Additionally, the device sensor would not calibrate correctly to retain data. The faulty parts need to be replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.